Event description:
A surgeon reported that the vitrectomy probe did not work during the surgery. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The investigation is in progress. A sample is expected, but had not yet been received for eval. (B)(4).